Event description:
Information received from the field notes that the device exhibited undersensing when the patient touched metal faucets or the stove in her home. Various tests taken in the home revealed current leakage across plumbing pipes which affected the device.